Event description:
Information was received that a smiths medical cadd legacy plus pump nd won't run, res vol 77, no air in the line, pump was turned off for approx 8 hours. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received on a smiths medical cadd legacy plus pumps - 6500. A patient returned after 24 hours with only half of unknown medication infused, as pump would not run for patient and alarm revealing res volume 77. When the patient returned the pump was reprogrammed for additional 24 hours to complete remaining infusion. The medication was not life sustaining and no patient further information was available, as no serious event was reported. This file will remain malfunction reportable. The pump was not returned for evaluation, do to restarting and reprogramming device.

Event description:
Additional information received on complaint of cadd legacy pump 6400 pump would not run. Left residual volume of 77ml.